Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).

Event description:
Treatment of a ruptured cerebral aneurysm. During the procedure, it was reported that the balloon ruptured during inflation inside the patient. The device was removed from the patient.no patient injury was reported as a result of the procedure.